Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061012) in united states on 18-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent birth control in 2010. At time of essure insertion, the consumer's physician said he tried to insert one essure, had complications and performed a tubal ligation. After almost 6 years of chronic pain and infections, the consumer found out that she has 5 essure devices in her body. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. The following seriousness criteria were reported life-threatening, hospitalization, disability/ permanent damage, required intervention without reference or details in the event description. Company causality comment: this spontaneous and non-medically confirmed case report received via health authority, refers to a female consumer of unspecified age who had essure (fallopian tubes occlusion insert) inserted with complications and 6 years later, it was found out that 5 essure coils had been inserted on her. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. These events are listed in the reference safety information for essure. During essure use, the devices may dislocate and embed into uterine wall or migrate into abdominal cavity, especially under very complicated insertions. Although the exact date and mechanism of these events were not provided, they probably occurred during the difficult insertion. Therefore, given their nature, causality between these events and essure use cannot be excluded and since device embedment (partial perforation) was reported, this case is regarded as incident. Further information and technical analysis have been requested.

Manufacturer narrative:
Follow-up received on 26-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up information received on 13-jun-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous and non-medically confirmed case report received via health authority, refers to a female consumer of unspecified age who had essure (fallopian tubes occlusion insert) inserted with complications and 6 years later, it was found out that 5 essure coils had been inserted on her. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. These events are listed in the reference safety information for essure. During essure use, the devices may dislocate and embed into uterine wall or migrate into abdominal cavity, especially under very complicated insertions. Although the exact date and mechanism of these events were not provided, they probably occurred during the difficult insertion. Therefore, given their nature, causality between these events and essure use cannot be excluded and since device embedment (partial perforation) was reported, this case is regarded as incident. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061012) on 18-apr-2016. The most recent information was received on 08-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('two embedded in different spots of my uterus/perforation (uterus) upon insertion attempts'), device dislocation ('one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver') and fallopian tube perforation ('"fallopian" tube "perforation"') in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 5 essure devices in my body/one in each fallopian tube" and device monitoring procedure not performed "she did not performed any essure confirmation test". The patient's medical history included parity 1 on (B)(6) 2010, vaginal delivery on (B)(6) 2010, biopsy (she has had a cold knife cone) in 2002, biopsy (she has had a cold knife cone) in 2000, gravida I and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today. The endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process previously administered products included for an unreported indication: progestin. Concurrent conditions included hemorrhoids since (B)(6) 2014, cervical dysplasia since (B)(6) 2013, right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain and endometriosis. Concomitant products included antibiotics, doxycycline hyclate, hydrocodone bitartrate;paracetamol (norco) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal (constant)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), urticaria ("allergic or hypersensitivity reaction hives/rashes or skin conditions type: hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), hypersensitivity ("allergic reactions") and uterine infection ("infection (other) uterine infection"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, hypersensitivity, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bladder disorder and abdominal pain had resolved and the fallopian tube perforation, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urticaria, uterine infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Per medical record: there are a total of 3 coils which are misplaced. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: confirmed migration of device. On (B)(6) 2016, on laparoscopy, physician appreciated an essure coil in the omentum within the left upper quadrant of the abdomen, an essure coil just beneath the serosa of the bladder dome, and a third essure coil appeared to be along the posterior surface of the uterus just beneath the serosa (this was confirmed on fluoroscopy of the uterine specimen after removal through the vagina). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061012) on 18-apr-2016. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('two embedded in different spots of my uterus/perforation (uterus) upon insertion attempts'), device dislocation ('one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver') and fallopian tube perforation ('falloopian tube perforation') in a 35-year-old female patient who had essure (batch no. 731807 (not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 5 essure devices in my body/one in each fallopian tube" and device monitoring procedure not performed "she did not performed any essure confirmation test". The patient's medical history included parity 1 on (B)(6) 2010, vaginal delivery on (B)(6) 2010, biopsy (she has had a cold knife cone) in 2002, biopsy (she has had a cold knife cone) in 2000, gravida I and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today. The endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process on (B)(6) 2016, on laparoscopy, physician appreciated an essure coil in the omentum within the left upper quadrant of the abdomen, an essure coil just beneath the serosa of the bladder dome, and a third essure coil appeared to be along the posterior surface of the uterus just beneath the serosa (this was confirmed on fluoroscopy of the uterine specimen after removal through the vagina). Previously administered products included for an unreported indication: progestin. Concurrent conditions included hemorrhoids since (B)(6) 2014, cervical dysplasia since (B)(6) 2013, right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain and endometriosis. Concomitant products included antibiotics, doxycycline hyclate, hydrocodone bitartrate;paracetamol (norco) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal (constant)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), urticaria ("allergic or hypersensitivity reaction hives/rashes or skin conditions type: hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), hypersensitivity ("allergic reactions") and uterine infection ("infection (other) uterine infection"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, hypersensitivity, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bladder disorder and abdominal pain had resolved and the fallopian tube perforation, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urticaria, uterine infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Per medical record: there are a total of 3 coils which are misplaced diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: confirmed migration of device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and allergic reaction added. Fallopian tube perforation event added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061012) on 18-apr-2016. The most recent information was received on 08-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('two embedded in different spots of my uterus/perforation (uterus) upon insertion attempts'), device dislocation ('one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver') and fallopian tube perforation ('fallopian tube perforation') in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 5 essure devices in my body/one in each fallopian tube" and device monitoring procedure not performed "she did not performed any essure confirmation test". The patient's medical history included parity 1 on (B)(6) 2010, vaginal delivery on (B)(6) 2010, biopsy (she has had a cold knife cone) in 2002, biopsy (she has had a cold knife cone) in 2000, gravida I and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today. The endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process on (B)(6) 2016, on laparoscopy, physician appreciated an essure coil in the omentum within the left upper quadrant of the abdomen, an essure coil just beneath the serosa of the bladder dome, and a third essure coil appeared to be along the posterior surface of the uterus just beneath the serosa (this was confirmed on fluoroscopy of the uterine specimen after removal through the vagina). Previously administered products included for an unreported indication: progestin. Concurrent conditions included hemorrhoids since (B)(6) 2014, cervical dysplasia since (B)(6) 2013, right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain and endometriosis. Concomitant products included antibiotics, doxycycline hyclate, hydrocodone bitartrate;paracetamol (norco) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal (constant)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), urticaria ("allergic or hypersensitivity reaction hives/rashes or skin conditions type: hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), hypersensitivity ("allergic reactions") and uterine infection ("infection (other) uterine infection"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, hypersensitivity, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bladder disorder and abdominal pain had resolved and the fallopian tube perforation, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urticaria, uterine infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Per medical record: there are a total of 3 coils which are misplaced insertion date: (B)(6) 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: confirmed migration of device. Ultrasound scan vagina - on (B)(6) 2010: the specimens are received in four containers each labeled with the patient's name. A. The first container was labeled "foreign body". Received in formalin are 2 portions of adipose tissue (2.5 x 1.3 x 0.5 cm and 3.7 x 2.0 x 1.0 cm). The smaller portion of adipose tissue contains a 1.6 cm in length by 0.2 cm in diameter indwelling metallic coil. The larger portion of adipose tissue contains a 2.7 cm in length by 0.2 cm in diameter indwelling metallic coil. Also received in the same container is a 4.0 cm in length by 0.2 cm in diameter metallic coil which is surrounded by a thin tan-white fibro membranous soft tissue. Gross photographs are obtained. Representative soft tissue from each piece was submitted in one cassette. B. The second container is labeled "right pelvic adhesion". Received in formalin is a 1.8 x 0.5 x 0.1 cm pink-tan, thin membranous tissue, which was entirely submitted in one cassette. C. The third container is labeled "uterus cervix and bilateral tubes". Received in formalin is a 82 g , 6.0 x 5.5 x 4.0 cm uterus with attached 3.4 x 3.0 x 2.5 cm cervix and attached right fimbriated fallopian tube with a metallic clip and a portion of left fallopian tube. Also received in the same container was a fimbriated fallopian tube and a metallic clip. The serosa was pink tan, smooth anteriorly and has tan-red fundal and posterior adhesions. The ectocervical mucosa was mottled white-red and smooth, the endocardial mucosa is tan, glistening and grooved. The 4.7 x 2.5 cm endometrial cavity was lined by a 0.1 cm red-tan, shaggy endometrium. The pink trabeculae myometrium ranges from 1.3-1.8 cm in thickness, with multiple intramural, well-circumscribed nodules (0.3-1.3 cm in greatest dimension), which have a tan white, whorled cut surface without hemorrhage,necrosis or calcifications. Within the left fundic sub serosal area of the myometrium is a 2.4 cm in length by 0.2 cm in diameter metallic coil, 0.9 cm from the left fallopian tube. The serosal adhesions are 2.8 cm from this coil. Gross photographs are obtained. The attached right fimbriated fallopian tube was 8.2 cm in length and ranges from 0.5-0.2 cm in diameter. The 1.5 x 0.3 x 0.3 cm metallic clip is 1.1 cm from the isthmus. The serosa is tan-purple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a pinpoint to stellate lumen and uniform wall thickness of 0.2 cm. The detached fimbriated fallopian tube is 5.8 cm in length by 0.7 cm in diameter. The serosa was tan purple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a stellate lumen and uniform wall thickness of 0.2cm findings :which shows an endometrial stripe less than 5 mm. Impression: the patient was 6 weeks postpartum desiring permanent sterility.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received: reporter information and rcc notes added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061012) on 18-apr-2016. The most recent information was received on 26-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("two embedded in different spots of my uterus/perforation (uterus)"), device dislocation ("one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver") and device expulsion ("two embedded in different spots of my uterus/perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed any essure confirmation test" and device use issue "I have 5 essure devices in my body/one in each fallopian tube". The patient's past medical history included gravida I, live birth in 2010, vaginal delivery in 2010, biopsy (she has had a cold knife cone) in 2000, biopsy (she has had a cold knife cone) in 2002 and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today.the endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process. Previously administered products included for an unreported indication: progestin. Concurrent conditions included right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain, cervical dysplasia since march 2013 and hemorrhoids since march 2014. Concomitant products included doxycycline hyclate, metronidazole (flagyl), sertraline (zoloft) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), infection ("infections"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding"), urticaria ("allergic or hypersensitivity reaction hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), uterine infection ("infection (other) uterine infection"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain.") And bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and bladder disorder had resolved and the complication of device insertion, infection and hypersensitivity outcome was unknown. The reporter considered anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, migraine, urinary tract disorder, urticaria, uterine infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: confirmed migration of device on (B)(6) 2010, transvaginal probe ultrasound: the specimens are received in four containers each labeled with the patient's name.a. The first container was labeled "foreign body". Received in formalin are 2 portions of adipose tissue (2.5 x 1.3 x 0.5 cm and 3.7 x 2.0 x 1.0 cm). The smaller portion of adipose tissue contains a 1.6 cm in length by 0.2 cm in diameter indwelling metallic coil. The larger portion of adipose tissue contains a 2.7 cm in length by 0.2 cm in diameter indwelling metallic coil. Also received in the same container is a 4.0 cm in length by 0.2 cm in diameter metallic coil which is surrounded by a thin tan-white fibro membranous soft tissue. Gross photographs are obtained. Representative soft tissue from each piece was submitted in one cassette. B. The second container is labeled "right pelvic adhesion". Received in formalin is a 1.8 x 0.5 x 0.1 cm pink-tan, thin membranous tissue, which was entirely submitted in one cassette. C. The third container is labeled "uterus cervix and bilateral tubes". Received in formalin is a 82 g , 6.0 x 5.5 x 4.0 cm uterus with attached 3.4 x 3.0 x 2.5 cm cervix and attached right fimbriated fallopian tube with a metallic clip and a portion of left fallopian tube. Also received in the same container was a fimbriated fallopian tube and a metallic clip. The serosa was pinktan, smooth anteriorly and has tan-red fundal and posterior adhesions. The ectocervical mucosa was mottled white-red and smooth, the endocardial mucosa is tan, glistening and grooved. The 4.7 x 2.5 cm endometrial cavity wss lined by a 0.1 cm red-tan, shaggy endometrium. The pink trabeculae myometrium ranges from 1.3-1.8 cm in thickness, with multiple intramural, well-circumscribed nodules (0.3-1.3 cm in greatest dimension), which have a tanwhite, whorled cut surface without hemorrhage,necrosis or calcifications. Within the left fundic sub serosal area of the myometrium is a 2.4 cm in length by 0.2 cm in diameter metallic coil, 0.9 cm from the left fallopian tube. The serosal adhesions are 2.8 cm from this coil. Gross photographs are obtained. The attached right fimbriated fallopian tube was 8.2 cm in length and ranges from 0.5-0.2 cm in diameter. The 1.5 x 0.3 x 0.3 cm metallic clip is 1.1 cm from the isthmus. The serosa is tan-purple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a pinpoint to stellate lumen and uniform wall thickness of 0.2 cm. The detached fimbriated fallopian tube is 5.8 cm in length by 0.7 cm in diameter. The serosa was tanpurple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a stellate lumen and uniform wall thickness of 0.2cm findings :which shows an endometrial stripe less than 5 mm. Impression: the patient was 6 weeks postpartum desiring permanent sterility. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and mr documents received , medically confirmed , new reporter, patient demographic information ,essure indication and lot number, start stop date were updated, concomitant product, new events abnormal bleeding, allergic or hypersensitivity reaction hives, infection (bladder/ urinary tract/vaginal) chronic bladder infections, infection (other) uterine infection, psychological or psychiatric problems condition: severe anxiety, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, cervical dysplasia, hemorrhoids and she did not performed any essure confirmation test were added.the event migration of essure device location of device: almost reached my liver, pain, clubbed with previous event.and the event two embedded in different spots of my uterus was replaced with perf oration (uterus) and splitted incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of uterine perforation ("two embedded in different spots of my uterus/perforation (uterus) upon insertion attempts"), device dislocation ("one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver") and the second episode of uterine perforation ("two embedded in different spots of my uterus/perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 5 essure devices in my body/one in each fallopian tube" and device monitoring procedure not performed "she did not performed any essure confirmation test". The patient's past medical history included gravida I, parity 1 on (B)(6) 2010, vaginal delivery on (B)(6) 2010, biopsy (she has had a cold knife cone) in 2000, biopsy (she has had a cold knife cone) in 2002 and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today.the endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process. Previously administered products included for an unreported indication: progestin. Concurrent conditions included right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain, cervical dysplasia since (B)(6) 2013 and hemorrhoids since march 2014. Concomitant products included doxycycline hyclate, metronidazole (flagyl), sertraline (zoloft) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced the first episode of uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal (constant)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), urticaria ("allergic or hypersensitivity reaction hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain."), bladder disorder ("bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced the second episode of uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), hypersensitivity ("allergic reactions") and uterine infection ("infection (other) uterine infection"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, the last episode of uterine perforation, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and bladder disorder had resolved and the complication of device insertion, hypersensitivity, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of uterine perforation and the second episode of uterine perforation to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: confirmed migration of device on (B)(6) 2010, transvaginal probe ultrasound: the specimens are received in four containers each labeled with the patient's name.a. The first container was labeled "foreign body". Received in formalin are 2 portions of adipose tissue (2.5 x 1.3 x 0.5 cm and 3.7 x 2.0 x 1.0 cm). The smaller portion of adipose tissue contains a 1.6 cm in length by 0.2 cm in diameter indwelling metallic coil. The larger portion of adipose tissue contains a 2.7 cm in length by 0.2 cm in diameter indwelling metallic coil. Also received in the same container is a 4.0 cm in length by 0.2 cm in diameter metallic coil which is surrounded by a thin tan-white fibro membranous soft tissue. Gross photographs are obtained. Representative soft tissue from each piece was submitted in one cassette. B. The second container is labeled "right pelvic adhesion". Received in formalin is a 1.8 x 0.5 x 0.1 cm pink-tan, thin membranous tissue, which was entirely submitted in one cassette. C. The third container is labeled "uterus cervix and bilateral tubes". Received in formalin is a 82 g , 6.0 x 5.5 x 4.0 cm uterus with attached 3.4 x 3.0 x 2.5 cm cervix and attached right fimbriated fallopian tube with a metallic clip and a portion of left fallopian tube. Also received in the same container was a fimbriated fallopian tube and a metallic clip. The serosa was pinktan, smooth anteriorly and has tan-red fundal and posterior adhesions. The ectocervical mucosa was mottled white-red and smooth, the endocardial mucosa is tan, glistening and grooved. The 4.7 x 2.5 cm endometrial cavity wss lined by a 0.1 cm red-tan, shaggy endometrium. The pink trabeculae myometrium ranges from 1.3-1.8 cm in thickness, with multiple intramural, well-circumscribed nodules (0.3-1.3 cm in greatest dimension), which have a tanwhite, whorled cut surface without hemorrhage,necrosis or calcifications. Within the left fundic sub serosal area of the myometrium is a 2.4 cm in length by 0.2 cm in diameter metallic coil, 0.9 cm from the left fallopian tube. The serosal adhesions are 2.8 cm from this coil. Gross photographs are obtained. The attached right fimbriated fallopian tube was 8.2 cm in length and ranges from 0.5-0.2 cm in diameter. The 1.5 x 0.3 x 0.3 cm metallic clip is 1.1 cm from the isthmus. The serosa is tan-purple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a pinpoint to stellate lumen and uniform wall thickness of 0.2 cm. The detached fimbriated fallopian tube is 5.8 cm in length by 0.7 cm in diameter. The serosa was tanpurple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a stellate lumen and uniform wall thickness of 0.2cm findings :which shows an endometrial stripe less than 5 mm. Impression: the patient was 6 weeks postpartum desiring permanent sterility. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. New events abnormal bleeding (menorrhagia) and abdominal pain were added. The onset date of events perforation, device dislocation, abnormal bleeding (vaginal), dyspareunia, dysmenorrhea, bladder infection, anxiety, hives, migraine/headaches, weight gain, vaginal discharge and fatigue were added. Abdominal and pelvic pain were considered severe and constant. The plaintiff had recovered from pelvic pain shortly after essure removal. Event infections was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of uterine perforation ("two embedded in different spots of my uterus/perforation (uterus) upon insertion attempts"), device dislocation ("one that has been embedded in my abdomen/migration of essure device location of device: almost reached my liver") and the second episode of uterine perforation ("two embedded in different spots of my uterus/perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 731807 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 5 essure devices in my body/one in each fallopian tube" and device monitoring procedure not performed "she did not performed any essure confirmation test". The patient's past medical history included gravida I, parity 1 on (B)(6) 2010, vaginal delivery on (B)(6) 2010, biopsy (she has had a cold knife cone) in 2000, biopsy (she has had a cold knife cone) in 2002 and asthma. CT scan has been performed showing no evidence of appendicitis,there was no other imaging evidence to explain this pain, including a repeat gyn sonodone today. The endocervical curettage was negative for any dysplasia and pap smear with hpv testing is in process. Previously administered products included for an unreported indication: progestin. Concurrent conditions included right lower quadrant pain, anesthesia, cystoscopy (was performed with no bladder defects noted), abdominal pain, cervical dysplasia since (B)(6) 2013 and hemorrhoids since (B)(6) 2014. Concomitant products included doxycycline hyclate, metronidazole (flagyl), sertraline (zoloft) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced the first episode of uterine perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal (constant)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), urticaria ("allergic or hypersensitivity reaction hives"), cystitis ("infection (bladder/ urinary tract/vaginal) chronic bladder infections"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain."), bladder disorder ("bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced the second episode of uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("he tried to insert one had complications"), hypersensitivity ("allergic reactions") and uterine infection ("infection (other) uterine infection"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, the last episode of uterine perforation, vaginal haemorrhage, urticaria, cystitis, uterine infection, anxiety, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and bladder disorder had resolved and the complication of device insertion, hypersensitivity, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of uterine perforation and the second episode of uterine perforation to be related to essure. The reporter commented: at time of essure insertion, the consumer¿s physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: confirmed migration of device on (B)(6) 2010, transvaginal probe ultrasound: the specimens are received in four containers each labeled with the patient's name.a. The first container was labeled "foreign body". Received in formalin are 2 portions of adipose tissue (2.5 x 1.3 x 0.5 cm and 3.7 x 2.0 x 1.0 cm). The smaller portion of adipose tissue contains a 1.6 cm in length by 0.2 cm in diameter indwelling metallic coil. The larger portion of adipose tissue contains a 2.7 cm in length by 0.2 cm in diameter indwelling metallic coil. Also received in the same container is a 4.0 cm in length by 0.2 cm in diameter metallic coil which is surrounded by a thin tan-white fibro membranous soft tissue. Gross photographs are obtained. Representative soft tissue from each piece was submitted in one cassette. B. The second container is labeled "right pelvic adhesion". Received in formalin is a 1.8 x 0.5 x 0.1cm pink-tan, thin membranous tissue, which was entirely submitted in one cassette. C. The third container is labeled "uterus cervix and bilateral tubes". Received in formalin is a 82 g , 6.0 x 5.5 x 4.0cm uterus with attached 3.4 x 3.0 x 2.5 cm cervix and attached right fimbriated fallopian tube with a metallic clip and a portion of left fallopian tube. Also received in the same container was a fimbriated fallopian tube and a metallic clip. The serosa was pinktan, smooth anteriorly and has tan-red fundal and posterior adhesions. The ectocervical mucosa was mottled white-red and smooth, the endocardial mucosa is tan, glistening and grooved. The 4.7 x 2.5 cm endometrial cavity wss lined by a 0.1 cm red-tan, shaggy endometrium. The pink trabeculae myometrium ranges from 1.3-1.8 cm in thickness, with multiple intramural, well-circumscribed nodules (0.3-1.3 cm in greatest dimension), which have a tanwhite, whorled cut surface without hemorrhage,necrosis or calcifications. Within the left fundic sub serosal area of the myometrium is a 2.4 cm in length by 0.2 cm in diameter metallic coil, 0.9 cm from the left fallopian tube. The serosal adhesions are 2.8 cm from this coil. Gross photographs are obtained. The attached right fimbriated fallopian tube was 8.2 cm in length and ranges from 0.5-0.2 cm in diameter. The 1.5 x 0.3 x 0.3 cm metallic clip is 1.1 cm from the isthmus. The serosa is tan-purple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a pinpoint to stellate lumen and uniform wall thickness of 0.2 cm. The detached fimbriated fallopian tube is 5.8 cm in length by 0.7 cm in diameter. The serosa was tanpurple, predominantly smooth with focal tan fibrous adhesions at the fimbriated end. Sectioning discloses a stellate lumen and uniform wall thickness of 0.2cm. Findings :which shows an endometrial stripe less than 5 mm. Impression: the patient was 6 weeks postpartum desiring permanent sterility. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. The reporter commented: at time of essure insertion, the consumer's physician said he tried to insert one essure, had complications and performed a tubal ligation. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: computerised tomogram result confirmed migration of device. Most recent follow-up information incorporated above includes: on 3-mar-2017: event "allergic reactions" was added, consumer underwent a hysterectomy performed on (B)(6) 2016. Company causality comment: this spontaneous and non-medically confirmed case report received via health authority, refers to a female consumer of unspecified age who had essure (fallopian tubes occlusion insert) inserted with complications and 6 years later, it was found out that 5 essure coils had been inserted on her. One in each fallopian tube, two embedded in different spots of uterus, and one that has been embedded in her abdomen. These events are anticipated in the reference safety information for essure. During essure use, the devices may dislocate and embed into uterine wall or migrate into abdominal cavity, especially under very complicated insertions. Although the exact date and mechanism of these events were not provided, they probably occurred during the difficult insertion. Therefore, given their nature, causality between these events and essure use cannot be excluded and since device embedment (partial perforation) was reported, this case is regarded as incident. This case was regarded as incident since intervention was required. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.